Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) felt unstable with movement of the device after fixation. The lp was removed and tissue was noted in the helix. A second lp was attempted but exhibited intermittent capture. A transvenous pacemaker was implanted. There were no patient consequences.